Event description:
Patient underwent a bronchoscopy, biopsy, and bilateral bronchoalveolar lavage with routine cultures order from our facility(hospital #1). Patient tolerated the procedure and was discharged home from recovery room. Two days later, the patient seen at ER of hospital #2 for shortness of breath. Hospital #2 transferred patient to hospital #3 for admission. Cultures done by ER in hospital #2 later tested positive for pseudomonas. Hospital #3 cultures for pseduomonas were negative. Cultures from hospital #1 returned three days after patient's procedure were positive for pseudomonas aeruginosa. This information was relayed to hospital #3. Patient has encephalopathy and is in renal failure. Subsequent to high level disinfection, bronchoscopes from our facility did not test positive for pseudomonas. (Tested 9 days after original patient's procedure.)